Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issues was verified, but the unexpected shutdown issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.